Event description:
It was reported that during a rotator cuff repair the tip of the needle broke off during the first pass through tissue. X-ray films indicate the tip of the needle remains in the patient and is sitting vertical to the rotator cuff repair. Arthrex representative indicated that the surgeon believed he had taken an excessive amount of tissue and that the needle was passing at an angle. No further patient information is available at this time and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the needle point had broken. Review of the device history record revealed nothing relevant to this event. The cause of the complainant's event has not been determined and a definitive conclusion for this event could not be made at this time.